Event description:
(B)(4).

Manufacturer narrative:
(B)(4). In a follow up with the facility, the reporter confirmed that the pt was doing fine and has been discharged. There was no effect on long term therapy. Customer confirmed use of set 362036 and a 50ml baxter bag was used. Customer also confirmed that IV set was primed with medication (approximately 22 ml). Customer / biomed states that they could not duplicate the event within the device. The actual device has not been received yet and the investigation is on going at this time. A follow up report will be provided after the inspection results become available.

Manufacturer narrative:
(B)(4). The volumetric accuracy was tested three times at 250ml/hr and 25ml with results as follows: 1st test: 24.9ml or 99% of expected volume; 2nd test: 25.01 or 100% of expected volume; 3rd test: 25.0ml or 100% of expected volume. Duplicated customer run of .26ml/hr and .14ml (dl: nyl) with no free flow when door closed, pump placed on standby, or door open. The pump operated within specification. The device repair history was reviewed and there were no repeat issues of this nature noted. In a follow up with the facility, the reported stated that he had tested the pump for two hours for volumetric accuracy and the pump delivered with the +/- 5%. The pump performed within specification. The reporter stated that they could not duplicate the event with the device. Based on the results of the investigation and information from the reporter, the reported event could not be reproduced and the pump operated as intended. All available information has been forwarded to b. Braun (B)(4). If additional pertinent information becomes available, a follow up report will be submitted.